Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a series of ¿remove hb from ht¿, ¿balloon valve leak¿, and ¿air detected in cassette¿ alarms that were received during setup and at during fill 1 of treatment. A review of the patient¿s treatment records identified that the patient performed a stat drain of 6269 ml after discontinuing treatment. This drain volume is 296% the patient's fill volume of 2117 ml. The patient reported feeling slightly distended. As a result of the events, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient¿s pdrn verified that the patient did not experience any injury, adverse event, or require medical intervention as a result of the issue. The patient continues with continuous cyclic peritoneal dialysis (ccpd) without any reported issues on a new cycler. The complaint cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: clinical investigation clinical investigation: based on the available information, there is no documentation or indication that the patient¿s iipv event on during ccpd treatment with the liberty select cycler resulted in a serious injury. While the patient did have a drain volume of 296% of the fill volume (during stat drain) with abdominal distention, there was no reported medical intervention as a result of the incident. Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. Load cell verification testing was performed with no issues noted. There were no discrepancies encountered during the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.